Event description:
It was reported that approx. 38 months after the implantation the patient received inappropriate shocks. The rv lead showed the impedance value out of range (greater than 3000 ohm).

Manufacturer narrative:
The lead was not returned for analysis. Therefore, the manufacturing process for the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The ICD was received for analysis and inspected. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.